Manufacturer narrative:
Additional information was added to d10, h3, h4 and h6. H4: the lot was manufactured from march 11, 2019 - march 14, 2019. H10: the actual sample was received for evaluation. Visual inspection revealed that an area was circled at the lower right edge of the back of the bag. Additional magnified inspection of the circled area verified a small tear/hole in the lower right side of the bag. Functional testing revealed a leak from the affected location. The reported condition was verified. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The user facility submitted a medwatch report for this event: mw5092379. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a pin-sized hole on the bottom of a 1000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag. This issue was identified during setup and prior to patient use. There was no patient involvement. No additional information is available.